Event description:
Information received indicates the head of bed will not go up.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. Valves were stuck and fluid was very dirty. He replaced the hydraulic manifold to repair the bed.